Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was noted to have blood/fluid in numerous ports upon normal battery depletion explant. Impedences >3000 ohms and high thresholds in addtion to poor sensing were also noted on the pace/sense lead over several months. There were no episodes of loss of capture or undersensing. The physician suspected lead fracture but it could not be confirmed under flouroscopy. ICD analysis was requested.